Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
During an implantation of a tfn for a broken hip procedure while the surgeon was reaming and getting chatter in the femur, the medullary femur head broke into three pieces. Two of the three pieces came out with the reamer. The surgeon was unable to retrieve the third broken fragment and it remains in the patient. The piece remaining in the patient was approximately 6mm long. Reportedly, the surgeon was not concerned leaving this implanted due to the small size of the fragment. The procedure was delayed approximately 20 minutes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.